Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results:the customer reported that the maximum pressure relief valve and the manometer of a rd900 neopuff infant resuscitator were faulty. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in california reported that the maximum pressure relief valve and the manometer of a rd900 neopuff infant resuscitator were faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the maximum pressure relief valve and the manometer of a rd900 neopuff infant resuscitator were faulty. There was no patient involvement.